Event description:
A customer contacted beckman coulter regarding erroneous (hgb) and platelet (plt) results generated by the coulter gen s instrument. The customer stated that samples appear to have been diluted by the instrument. The customer indicated that over the last six (6) months three (3) pt samples were affected: hgb: the initial results for all 3 pts were printed with "cl" flags (cl=result is lower than your critical low limits. It is a critical value and requires immediate attention. Follow your laboratory's policies for reviewing the sample). The pt original samples were re-tested for hgb and the repeated results were practically identical to the initial run. In each case, the doctor questioned the erroneous results and the pts were sent to a reference hosp where the pts were redrawn and sent back to the doctor's office and redrawn again. Hgb results obtained from the redraw were higher and were printed with "l" flags. (L= result is lower than your reference interval low limit. Follow your laboratory's policies for reviewing the sample) plt: the initial plt results for all 3 pts were higher than the results from the redraw. Plt results for pt a and b were printed with "h: flags. (H=result is higher than your reference interval high limit. Follow your lab's policies for reviewing the sample). Hgb and plt results obtained at the reference hospital were not provided. Based on the info available, no change to pt treatment is attributed to these results.

Manufacturer narrative:
Qc is run 3 times per day. Qc was performed before and after the event and results recovered within specs. The problem occurred in a primary mode of operation. This issue has not been seen on (manual) secondary mode. The specimens were collected in 5ml, bd, vacutainer tubes. The event was reviewed by beckman coulter inc. (Bci) and sample dilution and sample mixing have been ruled out. A customer technical service (cts) requested customer to run 6 empty red top tubes with blood detectors off and the tubes didn't have any diluent in them, indicating that there was no issue with backwash into the tube. The cts suggested service to check the instrument, but the customer declined field service. The root cause of this event is unk and unknowable. A malfunction will be assumed for the purpose of this report.